Event description:
It was reported that during pump assembly in the operating room (or) prior to implant, a small debris that looked like glue or silicone attached to the outside of the pump near the driveline connection on the metal housing was observed. The size of the debris was approximately 2mm and roundish in nature. The scrub technician preparing the pump gently removed the debris which was removed without incident somewhat easily. The entire pump was completely inspected to search for additional debris or deformity, but none was found. The pump was utilized during the implant procedure without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a small piece of debris on the outside of the pump was unable to be confirmed through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", notes to use care when unpacking items, as several of the items must be placed in the sterile fields. This section provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray, and instructs the user to place all the sterile components in the sterile work area. This section also provides instructions for prepping, running, and priming the pump. In addition, section 5 of the IFU (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.